Manufacturer narrative:
The mean of the inratio meter and comparative system inr were calculated. Test 2 comparative system has > limit of detection and inratio is < 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required.

Event description:
Caller alleged discrepant results with inr versus lab.